Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced hyperopic shift. Additional information was received and stated, the lens was not replaced but in 2024 autumn patient got 1st add on pseudophakic lens in the left eye. The surgeon explained to patient that when they cover the right eye (unoperated eye) the vision will be quantifiably okay. The right eye was now not operated; the surgery was scheduled for end of (B)(6) 2025 for company lens. The surgeon expects that if both eyes had diffractive technology lens, the neuroadaptation would help the patient. Since it looks like now that the od is somehow disturbs the patient to get used to the iol. Additional information was received and stated, add on pseudophakic lens was not an company product.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. Each lens is subjected to a 100 percent assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. It is unclear if the issue occurred over time or at initial implant. Information was provided that the lens was implanted in (B)(6) 2022. A piggyback lens was implanted (B)(6) 2024 with ucva 0.9. Patient unhappy with binocular vision. The patient is having bilateral implant the end of april. The surgeon expects hopes this will help the patient with adaption. The file will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).